Manufacturer narrative:
(B)(4).

Event description:
It was reported that trend arrow has disappeared. The sensor was inserted into the rib cage on (B)(6) 2019. It was indicated that there was an alternate site insertion, which is off label usage of the device. No product or data was evaluated. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.